Event description:
Customer called reporting excessive no delivery alarms on his insulin pump. Customer's blood glucose level is 189 mg/dl. Customer stated that he usually gets a no delivery alarm once or twice a year, but the alarm has occurred about five times for the last three infusion sets. He would resolve the issue with complete set changes, but its keeps happening with other infusion sets. Customer had the device delivery ten units of insulin and it did not alarm. He said the alarm only happens during bolus. During trouble shooting, insulin exited the tubing when performing a five unit fixed prime. Customer was advised that there may be a possible site or infusion set issue. The cannula was bent. Customer was advised about different sites. A replacement insulin pump was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.